Manufacturer narrative:
Device alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3. Insulin pump error 63 was due to broken trace u1 pin6(sda). Unit passed the displacement test. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.